Event description:
Customer reported she was admitted to the hospital with diabetic ketoacidosis on (B)(6) 2014. She was still hospitalized at the time of the report and was being treated with an insulin drip. She reported she was getting "sicker and sicker" and was unable to bolus due to communication issues between the infusion device and meter. She reported the meter returns to the main screen after she confirms the bolus. The bolus amount will be listed in the meter memory, but she does not hear the infusion device deliver insulin or see the amount countdown on the meter screen. This has resulted in inaccurate bolus advice. The alleged products were replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.